Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possibility of leakage" "don't feel the same size, is concerned about why they don't both look the same."

Event description:
Patient reported "they don't feel the same size, concerned about why they don't both look the same and questions about the possibility of leakage". Device remains implanted. This is a left side record.